Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the surgical staff observed that the shaft of the fenestrated bipolar forceps instrument was a little bit dented. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed deep scratches with material removed in a .500" x .350" area on the main tube. The scratches are located on the clevis end of the main tube, approximately .300" from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.